Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was flashing red and the pump was sounding an alarm. The pump touchscreen display was black. Customer could not resolve the issue. Customer reverted to using an alternate method of insulin therapy. Customer's blood glucose was within range (value not provided).